Manufacturer narrative:
While this product is not sold in the united states, it is like or similar to a product marketed in the united states. The event occurred in (B)(6).

Event description:
Patient's father believes the pump is not delivering what it says it is delivering. Father reports that on the (B)(6) 2016, patient was left with another adult for the day- she was checking her bloods regularly but not given the correction bolus advised by the device. By the evening patient was vomiting and very unwell - blood glucose readings were hi -so no more advise given - ketones were 3.2. Patient was taken to hospital on the (B)(6) 2016 at 11:00 pm. Patient was taken off the pump and put onto pen therapy. A request was made for the return of the device.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ (B)(4) to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.